Event description:
It was reported that the insulin pump alarmed. The drive support cap is flush. The blood glucose reading was low at 68 mg/dl. Customer treated with food, the blood glucose increased to 126 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.